Event description:
Healthcare professional reported left-side calcification and bilateral capsular contracture, baker grade: unknown. Device has been explanted.

Manufacturer narrative:
(B)(4). Device evaluation: visual analysis of the returned device identified: fold creases, missing on plug strap (75-100%), total delamination on plug strap disk shell, broken shell and others, yellow particles on the shell, and white calcification on the shell. Leak test and microscopic analysis was performed which identified: a striated broken on radius, partial delamination of the valve (adhesive failure), and total delamination on plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken on radius assessed as surgical damage consist in the use of some surgical tool. Partial delamination of the valve assessed as adhesive failure. Total delamination on plug strap disk shell assessed as adhesive failure. Calcification was observed on the device, however, is not consider as a workmanship due to the device was not received in their original sealed packaging. Missing on plug strap assessed as inconclusive. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.